Manufacturer narrative:
(B)(4).

Event description:
It was reported that t-wave oversensing was observed during a device change out. The patient was asymptomatic. The oversensing was not noted with the new device. The patient was stable and will be followed up normally.